Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us went into a non-functioning mode. There is a blank screen with one red light at the top left. The machine is continuously beeping. It will not be reset by plugging it in and turning it on or off. The customer confirmed that the machine was on standby in the ICU when the alarming happened. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. Burned components are visible on the power board. The issue was resolved with a new powerboard. Root cause of failure was determined due to defective power board electronics. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.